Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, a photo and videos were received from the field and appeared to show the device deformity. However, it could not be confirmed as there was no shape deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no interaction with cardiac structures during deployment and there was no angulation or kink noticed in the delivery system. It is also indicated an 9f delivery system was used. Based on the information reviewed, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer pfo occluder was chosen for implant using an amplatzer trevisio intravascular delivery system to close a patent foramen ovale. During implant the device took on an hourglass-shaped deformation. Using the same delivery system, the occluder was exchanged for a 30mm amplatzer multi-fenestrated septal occluder which also took on an hourglass-shaped deformation during implant. Both devices were unable to have their deformation remedied and were replaced with a non-abbott device. Neither abbott device used were released from the delivery cable inside the patient. There were no kinks in the delivery system and no interaction with cardiac structures in either device. It was noted that there was an anesthetic risk of a longer procedure. The patient remained hemodynamically stable throughout the procedure. The patient has been discharged.